Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-05051. It was reported that during a lead implant procedure, the dura at positions l4 and l5 were punctured. A blood patch was performed, and the new device implant procedure was completed successfully. Leads remain implanted. Patient was receiving good coverage of pain patterns. Patient did have symptoms of headache post-surgery however patient stated having headaches due to sinus issue prior to the surgery as well. It was recommended to the patient to lay flat and stay hydrated. Patient was stable.

Event description:
Manufacturer report number 1627487-2019-05051